Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6- (type of investigation, investigation findings, investigation conclusion, component code) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were able to repair the retractable power cord but found that the cord is damaged. The customer declined quotation as they don't want to repair. Should repairs be done at a later time the investigation will be reopened.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Correction fields: h6(investigation finding, health effect - impact code).

Event description:
N/a

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) had powercord not retract. During repair of the retractable power cord but found that the cord is damaged. No harm and injury reported. No patient involved

Manufacturer narrative:
Due to character limit in e1: full initial reporter's name: (B)(6). Updated fields: b4, b5, b6, d10, e1, g1, g3, g6, h2, h6, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) had powercord not retract. During repair of the retractable power cord but found that the cord is damaged. No harm and injury reported.